Event description:
Procedure: low anterior resection. According to the reporter: the device was used on the rectum. After the anastomosis was performed, the device could not be removed. When the device was pulled on, part of anastomosis was torn. Additional manual suturing was done.

Manufacturer narrative:
(B)(4).